Event description:
During the attempted crossing of a superficial femoral chronic total occlusion, the outback cto catheter perforated the vessel. The outback was removed and re-entered with micro-guide catheter. Patient is stable.

Manufacturer narrative:
The intended procedure was an intervention of a lesion in the superficial femoral artery. The frontrunner and micro-guide were at the proximal cap of the lesion. When the system was advanced, the frontrunner went subintimal. The vessel reconstituted via collateralization. The frontrunner was removed and a .014 mailman wire was inserted. The micro-guide was removed and an outback catheter was advanced over the wire. When the outback was 25-50mm away from collateralization, the outback perforated the vessel. The outback was removed and the physician re-entered with the micro-guide catheter. The patient was stabilized. No additional patient, lesion/vessel or procedural information was provided. How the patient was stabilized is unknown. It is assumed that some type of treatment was performed to treat and stabilize the perforation. The product was not returned for analysis. In this case there is not enough information to draw a conclusion between the device and the reported event.